Event description:
Report 4 of 5. Report was received from (B)(6) stating that the device had a poorly cut/misshapen filter. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were occurred. The date of event is unk. No additional info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or if additional info becomes available, a supplemental report will be sent. Ref: # (B)(4).